Event description:
The patient suffered a myocardial infarction and was treated for congestive heart failure.

Manufacturer narrative:
As reported by the study, this pt was randomized to the crushing arm of the study. Medications at baseline included aspirin, clopidogrel, ace inhibitors, and diuretics. Percutaneous coronary intervention (pci) was performed in lesions at a bifurcation in the proximal left anterior descending artery (lad) and in the 1st diagonal. A 2.5x13mm cypher and a 3.0x18mm cypher were deployed. Almost three months after the procedure, the pt returned with cpk at 618 (normal 135), ckp-mb 104 (normal 16) and troponin 8.62 (normal 0.10). An angiogram was done without revascularization. The patient's medication were adjusted, a repeat angiogram was done and 4 packs of red blood cells were given because of anemia. Additional information was requested but has not been forthcoming. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. These products are not available for testing and evaluation. Additional information will not be forthcoming. A female patient with a history of hypercholesterolemia and unstable angina experienced an mi and chf three months post cypher select stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in the proximal lad/ first diagonal. This pt's advanced age, gender and history put her at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included heparin. The intra procedural administration of gpiibiiia and the performance or recording of acts was not reported. The proximal lad/ first diagonal was described as located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. Both segments of the lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher select stent at a maximum inflation pressure of 14 atm in the proximal lad. Post treatment timi flow in this area was 3 with a residual stenosis of 0%. This was followed by the placement of a 2.50 x 13mm cypher select stent at a maximum inflation pressure of 6atm by crush technique. According to the IFU, this is below the nominal pressure for the deployment of a cypher select stent. Post treatment timi flow in this area was 3 with a residual stenosis of 20%. The post procedural administration of asa or plavix was not reported. Three months after the index procedure, the patient had an mi and developed chf. A repeat angiogram with revascularization was performed. The specific results of this study were not reported. The patient was treated an adjustment of her medications. At some point during this hospitalization, she also required transfusions for anemia. The source of this anemia was not identified in the report. Attempts to obtain further information and clarification have been unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. There are patient, vessel and procedural factors that may have contributed to these events. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products used in the same procedure that were reported under the following manufacturing numbers 9616099-2007-00048 and 9616099-2007-00049.